Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, heavily tortuous artery causing the reported failure to advance. Continued resistance with the anatomy occurred during removal of the device causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous proximal circumflex coronary artery. The 4.0x18 mm xience skypoint stent delivery system (sds) failed to cross the lesion due to the anatomy and there was resistance with the anatomy during removal of the sds as a single unit. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.